Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. In addition, this patient presented for a report of inspiratory shortness of breath. Subsequently, this lead was repositioned successfully which resolved the patient's pain. Additional information received indicated that the cause of the high threshold measurements and pain were from pericarditis. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. In addition, this patient presented for a report of inspiratory shortness of breath. Subsequently, this lead was repositioned successfully which resolved the patient's pain. Additional information received indicated that the cause of the high threshold measurements and pain were from pericarditis. This lead remains in service. No additional adverse patient effects were reported.